Event description:
Philips received a complaint by the customer on the v60 indicating that there was a lag in the touchscreen, and the touchscreen was not responding properly. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that there was a lag in the touchscreen, and the touchscreen was not responding properly. The rse walked the customer through touchscreen calibration. The customer successfully performed calibration and informed the rse that the touchscreen function was working again. The rse then walked the customer through the touchscreen diagnostic option to verify that the device is in fact operational and advised the customer to replace the touchscreen if the device started to act up again. The customer confirmed that the device was operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.